Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 7th october 2010. The device recorded multiple manual power ons, mainly of less than one minute duration, up to the 15th november 2010. During this period a manual power up of 13 minutes duration was recorded on the 22nd october 2010 suggesting the device detected an in-range impedance. The pad-pak was removed after this and then installed again on the 26th october 2010 with the device passing an auto self-test. On the 6th june 2014 the device failed a self-test during a manual power cycle due to a low battery with a significant voltage drop of approximately 6v. Multiple manual power ups of ten minutes duration were recorded between the 7th january 2015 and the final history log entry on the 15th september 2015. During this time the pad-pak became depleted and was replaced. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The 6v fluctuations may suggest the user was switching between the depleted and new pad-pak or an intermittent failure of the battery terminal pogo-pins given the slight fluctuation noticed during stress testing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.